Event description:
It was originally reported that the patient was to undergo full revision surgery due to "vns dysfunction". Further investigation into the patient's programming history reveals that systems diagnostic results obtained on (B) (6)2006 showed high impedance. Patient underwent revision surgery on (B) (6)2006. Attempts for further information have been unsuccessful to date.